Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records ad (B)(6) 2024 was reviewed by the clinician. On (B)(6) 2015 the patient had a right knee arthroplasty to address right nee severe varus osteoarthritis with flexion contracture. Depuy components were placed at this time. On (B)(6) 2015 the patient had a manipulation under anesthesia to address arthrofibrosis right knee. On (B)(6) 2022 the patient had a revision right knee to address a failed right knee with loose tibial component debonding at cement/implant interface, medical tibial bone loss, and severe varus positioning. The indications for surgery included subsidence of the tibial component along with progressive deformity and worsening function. During the procedure, the surgeon observed extensive amounts of very inflamed synovium. The tibial tray was found to be grossly loose. The femoral component was well positioned and fixed but was revised as the knee was being switched to competitor products. The patella was well fixed and positioned, and it was left in situ. Competitor products, including competitor cement, were utilized during this procedure. Doi: (B)(6) 2015 .dor: (B)(6) 2022. Right knee.

Event description:
Litigation complaint received ad 2 feb 2024. Doi: (B)(6) 2015. Dor: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.